Manufacturer narrative:
Correction: concentration of baclofen was previously reported as (B)(4). Should have been reported as (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via the return paperwork indicated the catheter was still implanted and the pump was implanted in 2012 and explanted on (B)(6)2015. It was also reported previously by the patient their pump was removed on (B)(6)2017. The device was not replaced and it was removed due to no one being able to treat the patient in (B)(6). Refer to manufacturer report # 3004209178-2015-05819- regarding difficulty finding a doctor. It was reported there was patient injury and a sudden loss of therapy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of fentanyl at 333 mcg/day and 2000 mcg/ml of baclofen at an unknown dosage via an implantable pump for non-malignant pain and lumbar radiculopathy. On (B)(6) 2017, it was reported that the patient's pump was flipping and turning. According to the patient, the pump caused a lot of damage and pain as a result of the flipping and turning. The pump was reportedly "poking out" and had ripped a big hole in the pocket on the inside of the body. The patient's healthcare provider (hcp) reportedly noted that the pump had torn up the pump pocket. According to the patient, the pump was not sutured down. The patient stated that they still have inflammation of the pocket and that they have to wear a brace over the pocket to keep it from filling up with fluid. The pump was explanted on (B)(6) 2017. The patient's catheter was left in their body due to scar tissue. The patient noted that they could feel it on the right side underneath the ribs. The patient's hcp noted that they could not remove the catheter and a neurosurgeon was needed to remove it. No out of box failures were reported. No medical or therapy problems associated with small parts were reported. The patient noted that they were in possession of the pump and wished to dispose of it. It was requested that the patient return the pump. No further complications were reported. Additional information was received on (B)(6) 2017 from the patient's healthcare provider. The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump indicated that 3,000 mcg/ml fentanyl and 180 mcg/ml baclofen were being delivered, both with unknown dosages. The other relevant components include: product ID: 8709, (B)(4) , implanted: (B)(6)2005 , product type: catheter . Analysis of the pump found that no anomalies were identified. If information is provided in the future, a supplemental report will be issued.